Event description:
The surgeon reported via the sales rep that he is currently looking at the outcomes following the use of the ankle locking plate. The surgeon reported that he has experienced some complications with wound breakdowns including one amputation. The surgeon reported that he would specifically like to look at the diameter of the plate distally in comparison to the diameter of a 1/3 tubular plate, recon plate and dcp distally. The surgeon reported that although the plate is low profile, it is broad distally and this is putting too much tension on the skin.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the products were not returned for investigation and not enough further information was provided. Therefore, the event cannot be confirmed and a thorough examination is not possible. Based on statistical evaluation and the statement of the medical expert there are no indications for any systematic design, material or manufacturing related issues. Therefore no preventive and/or corrective actions are deemed necessary at this time.

Event description:
The surgeon reported via the sales rep that he is currently looking at the outcomes following the use of the ankle locking plate. The surgeon reported that he has experienced some complications with wound breakdowns including one amputation. The surgeon reported that he would specifically like to look at the diameter of the plate distally in comparison to the diameter of a 1/3 tubular plate, recon plate and dcp distally. The surgeon reported that although the plate is low profile, it is broad distally and this is putting too much tension on the skin.